Manufacturer narrative:
Product ID: 3387-40, lot# j0421511v, implanted: (B)(6) 2004, product type: lead. Product ID:: 3387-40, lot# j0421488v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
A consumer¿s family reported that the patient was having ¿the most horrible day¿. It was indicated that it was not normal for the patient to be having this terrible of the day. The patient programmer showed stim was on and the implantable nuerostimulator (ins) was 75% charged. The patient could not find his mouth to eat and did not sleep last night. He wet the bed and was wondering around in circles. It was also reported that the patient was taking his medications on time. He was taking modafinil which was supposed to keep him awake. The patient¿s symptoms started a little a day prior but were worse on the day of the call. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient was parkinson¿s dual.